Manufacturer narrative:
Occupation: utilization manager. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a percutaneous nephrolithotomy, the handle of a ncircle tipless stone extractor would not make the basket open and close. This was noted when the device was tested for a second time before the procedure. The device did not make contact with the scope or with the patient. The procedure was successfully completed with another manufacturer's basket.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, prior to a percutaneous nephrolithotomy, the handle of a ncircle tipless stone extractor would not make the basket open and close. This was noted when the device was tested for a second time before the procedure. The device did not make contact with the scope or with the patient. The procedure was successfully completed with another manufacturer's basket. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examinations were performed. A document-based investigation evaluation was performed. No related non-conformances were found. One additional complaint was received the same product lot and user facility, reported under manufacturer report # 1820334-2020-01508. Investigation of that returned device found the cause was due to inadvertent sheath damage near the handle. Since the device was likely damaged during use, there was no indication of a common issue that could have affected other devices in the lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions and quality controls procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that the device was likely inadvertently damaged from handling before use that damaged the sheath and prevented the basket from functioning. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.